Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that moisture leaked into the cable, the insulator used for the cable deteriorated, electrical deterioration occurred causing images not to display. The following information is provided in the instructions for use: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus 4k autoclavable camera head was no producing an image during a procedure. According to the initial reporter, the procedure was completed using another camera, and there was no patient incident reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, no image was present on the screen due to a broken cable. Additionally, a leak was noted from the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.